Event description:
Device report from synthes (B)(4) reports and event in the (B)(6) as follows: on (B)(6) 2013 patient was in the or for a matrix system revision surgery. It is reported that surgeon was trying to remove the locking cap in order to remove the rod and a screw. During this, the screwdriver that the surgeon was using broke. The shaft of the driver broke off. Surgeon had to then cut the rod to remove the screw. It is reported that the rest of the procedure went smoothly. No further information is available at this time. This report is for the rod. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.